Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue replaced batteries to resolve the issue. Full pm was completed with full calibration, functional testing and safety check to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that cs300 intra-aortic balloon pump (iabp) failed battery run test. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that cs300 intra-aortic balloon pump (iabp) failed battery run test. There was no patient involvement, and no adverse event reported.